Manufacturer narrative:
B3: unknown. No information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the battery door was cracked, the lcd lens was scratched, the downstream occlusion sensor seal was bubbled and the upstream occlusion seal was worn. Functional testing found that the device failed the occlusion test. The investigation determined that an inoperable downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump had a downstream occlusion failure during testing. Per reporter there was no patient involvement.